Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 28-29, 2024. H11: the actual device was received for evaluation. A functional leak test was performed by filling the unit with green color water. During filling, evidence of leakage (backflow) was observed at the fill port. Subsequent examination revealed two glass fragments, measured to be 0.15 and 0.20 square mm in size, stuck under the checkband. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is user filling technique. Filling the device using a glass ampule without a filter can introduce glass particulates, which may lead to this issue. The product label (IFU, instructions for use) details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port during filling. The device contained 5 fluorouracil and 50ml of saline. This occurred after the fill port cap was secured on the port. There was no patient involvement. No additional information is available.